Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A company representative went on site and evaluated the system due to the reported event. No issue was found and system was verified to function as intended. Ocular history was reviewed, and no abnormalities were found. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient with a capsular rent in the right eye at 6 o'clock post laser assisted cataract surgery. The capsule opening was removed easily. Additional information received states that the surgeon did not notice capsule rent prior to starting phacoemulsification. There was evidence of bubbles between the softfit lens and the eye but they were not in the location of the rent.